Event description:
It was reported that a user experienced signal loss from a dexcom g7 sensor to the ilet after toggling between g6/g7 and attempting to reconnect, and the user was advised to allow the sensor to complete a new warmup and monitor performance. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no hospitalization and no medical intervention. Investigation included troubleshooting and user education regarding sensor warmup and connection behavior. Investigation of this case revealed a communication interruption between the cgm and the ilet with no device damage identified, consistent with transient connectivity issues related to sensor warmup and pairing processes. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction during the cgm warmup period leading to temporary signal loss.